Event description:
Pt reported the insulin cartridge of the infusion device is leaky. Pt stated the infusion device shows an e6 (mechanical error) message on the display. Pt reported experiencing an elevated blood glucose level. Blood glucose reading was not provided. Pt's normal blood glucose level was not provided. Pt stated she was able to get her blood glucose level under control by herself using the infusion device. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device and insulin cartridge for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.